Manufacturer narrative:
No devices or photos were received with complaint for investigation; therefore, the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. The knee component compatibility was reviewed and identified no compatibility issues were noted. This device is used for treatment. The complaint history search performed individually for the part and lot combination for tibial, articular surface, femoral components found no other complaints. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there has been no indication of medical intervention or revision for this patient. If any further information is found which would change or alter any conclusions or information, an additional report will be filed accordingly.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain after implantation. It is unknown at this time whether the patient has been revised.

Manufacturer narrative:
The previous report was relayed as not reportable, however upon further review it should have stayed as reportable. Concomitant medical products: femur trabecular metal cruciate retaining (cr) narrow porous, catalog# 42502206001, lot# 62473851; natural tibia trabecular metal two-peg porous fixed bearing left size d, catalog# 42530006701, lot# 62365140; articular surface fixed bearing cruciate retaining (cr) left 11 mm height, catalog# 42512000411, lot# 62322797; nexgen complete knee solution, trabecular metalâ standard primary patella, catalog# 00587806532, lot# 62424375. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. It cannot be determined whether there is any issue with the femoral component and the articular surface, and what the root cause could be, based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.